Event description:
The patient had at least one previous overdischarge, date unknown. The patient did not properly charge her ins after the trickle charge was completed. The patient thought her battery was charged but when she met the company representative her ins was overdischarged again. The patient experienced less than 50% therapy relief. A physician mode recharge (pmr) did not successfully reset the device. The patient was in pain because her battery was not working. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37711aa lot# serial# (B)(4) implanted: (B)(6)2006, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708240, serial# (B)(4) implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# la5508, implanted: (B)(6) 2002, product type: lead. Product ID: 37742, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type: programmer, patient. (B)(4).